Event description:
This is a supplemental report to initial report 3008789114-2016-00005 to submit the manufacturers investigation results of the suspect device. The complaint product was not returned. (B)(4) requested an internal record review for the product involved in the medical intervention. (B)(4).

Event description:
This is a supplemental report to initial report 3008789114-2016-00005 to correct the suspect device serial number. The serial number previously submitted (B)(4) is incorrect. The correct serial number for the device is (B)(4).

Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:00am. Patient stated that she tested her blood glucose and received a high reading that alarmed her. The reading on the prodigy meter at the time of event was 555mg/dl. Patient was experiencing symptoms of dizziness and headache. Patient tested 3 additional times with the prodigy meter with results of 452mg/dl, 451mg/dl and 552mg/dl. Patient's normal blood glucose around this time of day is 200-250mg/dl. Patient called ER and was advised to come to ER. Patient went to hospital on her own. Patient glucose reading upon arrival at hospital was 100mg/dl with the hospital's meter. No treatment was administered to patient at hospital. Patient's glucose prior to discharge was 100mg/dl. Patient's total stay at hospital was 1 hour. Additional details: also, patient was storing test strips in a baggy, not the original test strip vial. (B)(4) sent prepaid envelope requesting return of suspect device.